Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 13 mm, and the distal end of the inner lumen was kinked and exiting the guidewire access port. A functional evaluation revealed that when the when the distal handle was retracted the inner lumen exited the guidewire access port further and the outer sheath could not be retracted. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent placement procedure in the inferior bile duct, performed on (B)(4), 2009. According to the complainant, the stent failed to deploy in the target lesion. The outer sheath was unable to retract. The stent and delivery system were removed from the scope, an olympus (B)(4). After the stent had been removed from the patient, they again attempted to release the stent, but the inner sheath came out through the guidewire access port. The procedure was completed with a niti-s stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as having "no problem". This event has been deemed a reportable event based on the investigation results of stent, partially deployed.